Event description:
It was reported , medfusion 3500 - pump is not delivering the correct amount. No further details provided.

Event description:
No patient injury was reported. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. No error was found in the device ehl (event history log). The customer stated problem was not duplicated. No repair needed per customer reported problem due to no problem found. Upgraded software. No problem found, pump operate as intended. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. D4: correction: model number: 3500. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Accuracy test was performed which passed and all the reading of sizes of both qc slugs within the required specs. Pump operate as intended. Actions were taken to mitigate the reported issue: replaced main power control board for preventive due to power strobe failure was found in event history log, also cleaned and greased motor assembly.